Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force applied to elicit a response. There was evidence of contamination found under all key contacts.